Manufacturer narrative:
This report is being submitted to correct the problem field (b5) in section b, adverse event/product problem, device codes field (f10) in section f, for use by/importer and device codes (h6) in section h, device manufacturers only and describe event.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pocket erosion and infection. A revision procedure was performed, during which the cardiac resynchronization therapy defibrillator (crt-d), along with the right atrial (ra) lead and the left bundle branch (lbb) lead, were explanted. However, this rv lead was not removed and was surgically abandoned because it was stuck, resulting in difficulties with retraction and removal. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion and infection. There were no additional adverse patient effects reported. This rv lead was surgically abandoned.